Event description:
Customer reports to have received a calibration error alarm and sensor error alarm. Customer's blood glucose was 155 mg/dl. Troubleshooting was performed. Customer reports that when sensor was removed, cannula was bent. Causes of bent sensors were explained to customer. Customer would return sensor for analysis. No further information provided.